Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx0090 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "found a port needle that looks like the plastic housing is cracked. It was leaking both blood and fluids upon flushing and aspiration." Add info rcvd 05/11/2022: was the product used on a patient? Yes. Was there any patient harm reported? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A needleless injection cap was attached to the luer adapter. Microscopic inspection of the sample did not reveal any evidence of current or previous leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (15 seconds) pressurization. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported "found a port needle that looks like the plastic housing is cracked. It was leaking both blood and fluids upon flushing and aspiration." Add info rcvd 05/11/2022: was the product used on a patient? Yes. Was there any patient harm reported? No.